Event description:
The customer reported that during an open colon resection, the jaws of the device would not open. The device was not on tissue at the time. There was no injury to pt. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blad was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.